Manufacturer narrative:
Follow-up #1 (B)(4) ¿ device evaluation: no cartridge was returned for testing; a retained sample was pulled and was tested on (B)(4) 2013 with the following findings: the cartridge passed visual inspection with no damage observed. A cartridge fill test was completed with no air bubbles observed upon filling. A cartridge force test was performed and the force was found to be within specifications. A leak test was performed and no failures were observed.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that there are air bubbles in the tubing. The reporter stated that the patient's blood glucose (bg) was 480mg/dl with excessive urination and excessive thirst. The reporter stated that they are able to prime bubbles out when they are visible but is not sure why they keep recurring. Customer support reviewed the technique and the reporter stated that when they insert the cartridge into the vial they let gravity pull the cartridge back and lets go of the cartridge plunger. Cs advised the reporter to hold the blue cartridge handle and gently pull the plunger back filling it up to desired amount. The reporter primed out air bubbles and gave correction bolus. The reporter stated that currently there are no air bubbles. This report is being made due to the patient's alleged hyperglycemic event due to use error (improper technique of filling the cartridge).

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (incorrect technique for filling the cartridge).